Event description:
It was reported that the patient had a pump replacement as it had "died." It was stated that the physician tried "every available drug" in the pump, but the patient could only tolerate demerol. The other drugs caused him to vomit all day or would "shut down his kidneys."

Event description:
Additional information: the patient's healthcare provider (hcp) was not aware of the vomiting and kidney problems. The last time the hcp saw the patient he was "fine." The device system was delivering sufentanyl 25 mcg/ml at 2 mcg/day.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).

Manufacturer narrative:
.